Manufacturer narrative:
(B)(4), the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the moderately tortuous left anterior descending (lad) artery. The 2.5x15mm traveler balloon dilatation catheter (bdc) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A 1.5x12mm traveler bdc was successfully used. The 2.5x15mm traveler bdc was re-inserted; however, it failed to cross the lesion again, force was applied, and the proximal shaft separated. All devices were removed as a single unit without any reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.0x15mm traveler bdc was used to pre-dilatate the lesion, followed by deployment of a non-abbott stent implant to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the rx traveler instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.